Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 22-dec-2014, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that there was another short circuit on the patient's second ins on (B)(6) 2018. It was noted that the ins was turned off until replacement last week, friday. It was confirmed that there were no impedance results for this ins. It was also stated that there was a short circuit reported on electrodes 0 and 2 and the lead was replaced on friday. It was mentioned that were reported on some impedance combinations and one short circuit. It was confirmed that previous to increasing the combination 1 and 3 was over 4000 but resolved. The right side lead wire was replaced and a new lead was on the right side and tunneled over to the left side ins pocket. There were no further symptoms or complications reported or anticipated.